Manufacturer narrative:
(B)(4). Date sent: 1/13/2026. D4: batch #a97r3g. Corrected data: h4. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ech60c device was returned with no apparent damage and with no reload present. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples met the staple release criteria. The event described could not be confirmed as the device performed without any difficulties noted. The articulation mechanism was totally functional during functional testing. The device event log was reviewed. The log indicates that no suspect power cycles were noted. Additionally, photos were provided and they showed a 60mm device along with the packaging. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number a97r3g, and no non-conformances related to the reported complaint condition were identified.

Manufacturer narrative:
(B)(4). Date sent: 12/18/2025. D4: batch#: unk. Additional information was requested, and the following was obtained: did the device lock into the desired angle and stay locked in that angle? Unk, did the device articulate in the expected direction? Unk, could the articulation and/or home buttons be actuated? Unk, with the jaws open, did the home button return the device to the 0 degree home position? Unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished ech60c, with lot/batch number: a97u8v, and no non-conformance's were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a robot assisted da vinci procedure, the device was bent at the second time when the device was used. There were no adverse consequences to the patient. No additional information provided.

Manufacturer narrative:
(B)(4). Date sent: 12/26/2025. Additional information was requested, and the following was obtained: -the procedure is right hemicolectomy. -the event occurred when the nurse checked the operation confirmation before use. -there was no effect on the patient.